Manufacturer narrative:
Meter was returned for investigation. No defect was detected. Test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results accompanied by symptoms. The customer is concerned with high tests results over 200 mg/dl and reported erratic results of 300 mg/dl and 98 mg/dl fasting. The expected fasting blood glucose test result range is 125 mg/dl ¿ 140 mg/dl. During the call, medical attention is not reported as a result of the actual blood glucose results. Customer reported prior medical attention due to past symptoms of thirst, headache, and fatigue. Customer states he went to the hospital on (B)(6) 2019 after having dinner and taking his insulin. At hospital, a meter to meter comparison was performed and customer is concerned with the results. Customer meter read 377mg/dl and the hospital meter read 330mg/dl non-fasting. During the call, a back to back blood test was performed by the customer and produced test results of 209 mg/dl and 207mg/dl non-fasting using meter. The test strip lot manufacturer¿s expiration date is 11/30/2020 and open vial date is 9/5/2019. The meter memory was reviewed for previous test result history: (B)(6).